Event description:
It was reported that the patient was experiencing hoarseness following a vns generator replacement surgery. Events surrounding the surgery were reported in medwatch report 1644487-2017-03813. The experience of hoarseness was known to not be related to vns stimulation at the time of the observation. The patient¿s provider(s) assessed that the patient's symptom represented unilateral vocal cord paralysis. An analysis of labeling showed that left vocal cord paralysis is a potential adverse event possibly associated with surgery or stimulation. However, no assessment by a medical provider an the relation of the vocal cord paralysis to vns has been received to date. No additional pertinent information has been received to date.